Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous, 80% stenosed, distal left main. The 3.0x33 mm xience prime stent delivery system (sds) was unable to cross the lesion. Resistance was felt during advancement and retraction of the sds in the anatomy due to the calcified vessel. A non-abbott sds was used to complete the procedure successfully. The patient outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.